Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
When did it occur?: after use. Needle injury: no. Other treatment: no. Were the returned items used? Yes. If used, was anything adhered to it?: insulin. Returned quantity: 1. Details of the event that occurred (timeline, history, etc. ): after injection with the autoshield, the broken needle that had been removed from the insulin pen was stuck in the insulin pen (when the next nurse removed the pen cap, they noticed that the broken needle was stuck in the pen).

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as broken non-patient end cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.